Manufacturer narrative:
Evaluation summary: the device was returned witht the blade scratched and cracked and with the tissue pad missing. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the genenrator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. A corrective and preventive action has been initiated to address the missing tissue pad. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a lap roux-en-y procedure, the device stopped working after a short time. Another device was used to complete the procedure. There was no adverse consequence to the pt.